Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013, 5076-58 implantable pacing lead implanted: (B)(6) 2013; 8578 neuro accessory, implanted: (B)(6) 2008; 8637-40 neuro pump, implanted: (B)(6) 2008; 8709sc catheter, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead alert was triggered for high impedance on the implant date. The lead remains in use. No patient complications have been reported as a result of this event.